Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control then replaced the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During an annual inspection of the customer's device, physio-control observed that it's quik-combo therapy cable (lot code # 1324) would only function intermittently. As a result, defibrillation could have been delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.